Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 420 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition, the patient experienced bleeding at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device was returned and evaluated. The download data presents few timeouts in the start of the run which soon corrects themselves. The exposed portion of the soft cannula was found to be bent and flattened and several spots. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred. The soft cannula was stretched out of specification while measuring 28.19mm in length. The exact cause of the damage to the soft cannula could not be conclusively determined. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.